Event description:
In 2008, the patient reported that she had experienced 5 occlusions (e4) in the last month. She stated that she experienced an occlusion this morning, and she removed the infusion site and inserted a new site in her abdomen. She stated that the occlusions only occur when the infusion site is in her leg after about one day of use. She stated that she has experienced a "couple" of bent cannulas. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient did not retain the alleged product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.